Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was diagnosed with an infection at the xiphoid process. The physician suspected the patient's infection was localized to the area of the patient's body between the distal and proximal coils of the electrode. Antibiotics of unknown type were administered and the physician continued to monitor the patient. Additional information was later received indicating the patient's s-ICD and electrode were explanted several months later due to ongoing infection. No additional adverse patient effects were reported.